Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 2 yrs post a right tka, it was revised. He swapped a 9mm ps insert for a 12mm. He suspected early wear but found little to none. Patient was last known to be in stable condition following the event. The device is not available for evaluation.

Manufacturer narrative:
As reported, approximately 2 yrs post a right tka, it was revised. He swapped a 9mm ps insert for a 12mm. He suspected early wear but found little to none. Patient was last known to be in stable condition following the event. The device is not available for evaluation. Devices will not return. Upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is patient conditions. Therefore, the reported event has been determined to be not reportable complaint. The reported event does not allege any device malfunction, deficiency. Or patient adverse event. Furthermore, there is no reported device malfunction, and the event did not cause or contribute to a serious deterioration in state of health or death and is not likely to cause or contribute to a serious deterioration in state of health or death if the malfunction were to recur.